Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal cuff. The physician identified a type 3a endoleak and the physician is planning to reline the initial implanted devices with a non-endologix gore stent. There have been no reports of the patient having a subsequent endovascular repair. The patient status has not been reported to endologix.

Manufacturer narrative:
The device remains implant, so was not returned and a sample evaluation was not completed. There was very limited medical information available for review. At the completion of the clinical evaluation, there were no evidence to support the endoleak type iiia reported or confirm a secondary procedure to reline with a non-endologix device. Was completed. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the reported loss of seal was likely related to the infrarenal angulation of 47 degrees. Based on the limited information available, it was not able to be determined if user or procedure issues existed or if off label-or cautionary product use conditions existed that might have contributed to this event. The cautionary product use condition of a patent inferior mesenteric artery likely contributed to the clinical harm if it performed post index procedure. The patient status is unknown. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.